Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
During an elective revision procedure where the subcutaneous implantable cardioverter defibrillator (s-ICD) was being repositioned for patient comfort, the physician needed to apply a significant amount of traction to the electrode. Due to the amount of force applied, the physician elected to replace the electrode. This electrode was explanted and a new one was implanted. The field representative noted that there were no attempts at performing diagnostics with the existing electrode before replacement. No adverse patient effects were reported.